Event description:
Philips received a complaint by the customer on the v60 indicating that the device had low tidal volumes. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device had low tidal volumes. The remote service engineer (rse) offered bench repair to the customer, provided the customer with the latest service manual (revision t), and directed the customer to specific pages for assistance. Resolution and disposition: ongoing.

Manufacturer narrative:
After further review, the device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user.

Manufacturer narrative:
Per good faith effort (gfe) response, the issue was confirmed after troubleshooting was performed, but the device was ultimately not repaired or returned to service as the cost for repair was deemed too high due to the age of the device and the device's worth. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.